Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the physician had difficulty retracting the helix while positioning the lead in the atrium. When the lead was pulled out, the helix was slightly bent. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.